Event description:
The event is reported as: complaint alleges that the corrugated tubing cracked where it connects to the distal end of the circuit. No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.